Event description:
Dr. Reported to the medtronic sales rep that on two separate occasions a pt was induced and the emg tube was placed uneventfully. Approx 15cc of air had been injected into the cuff. Some time after induction, and usually coinciding with the end of prep and beginning of the procedure, the pt seemed to become more difficult to assist and the pressures required to ventilate the pt increased. At the same time, the end-tidal co2 tracings disappear. Soon after this, the pt begins to desaturate. Upper direct laryngoscopy to verify tube placement, the tube appeared to be properly placed in the trachea. With one case, he extubated the pt an immediately reinserted the same tube and the issue resolved. In the second, dr. Extubated the pt and replaced the medtronic tube with a regular endotracheal tube and did the remainder of the case with a regular tube. Dr. Further indicated that there was no pt impact, and no pt abnormalities that would have affected ventilation. The two events occurred within a couple of months of each other, and since this report, there have been no ohter occurrences. The dr is familiar with this product line, having used it for several years.

Manufacturer narrative:
Two mdrs have been submitted for the report rec'd from dr. The other MDR is 1045254-2008-00035.